Manufacturer narrative:
This MDR is part aa a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced fluctuating glucose levels, with a high followed by a low after a post-dinner correction and subsequent morning correction and sought guidance about eating while glucose was 66 mg/dl; the agent advised treating the low before announcing and eating. Symptoms included no reported clinical manifestations. Outcomes included transient hyperglycemia up to 298 mg/dl for approximately four hours and hypoglycemia down to 39 mg/dl for approximately forty-five minutes, with recovery following ilet-driven correction and oral glucose intake. Investigation included customer interview and case assessment. Investigation of this case revealed that the event involved alternating hyperglycemia and hypoglycemia consistent with aggressive correction dynamics, with the device alerting to out-of-range glucose and functioning to reduce elevated glucose. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.